Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Right ventricular (rv) pacing impedance stable at approximately 1000 ohms through (B)(6) 2015 and then gradually began to increase up to approximately 1200 ohms in (B)(6) 2016. Rv capture management weekly trend data shows gradual increase throughout record from an average of 1.125 volts in (B)(6) 2014 up to 2.25 volts by (B)(6) 2016. Concomitant products: addr01 ipg: implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and thresholds. The lead remains in use. No patient complications have been reported as a result of this event.